Manufacturer narrative:
D4: unique identifier (UDI) #: the product code and lot number are unknown; therefore, the UDI number could not be compiled. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a survey, an unspecified healthcare worker responded six patients (90-94%) experienced dehiscence wherein peri-guard was utilized during pericardial closure. The respondent further added ¿dehiscent posting¿. The respondent answered anonymously; therefore, follow up information was not able to be obtained. No further information was available at the time of this report.